Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from a health care provider that this device was providing right ventricular pacing 80 milliseconds after left ventricular (lv) pacing during a post-implant device check and programming session. A boston scientific technical services consultant (ts) discussed that the patient had a varying intrinsic qrs width, and that the lv offset seemed to be programmed too long for that condition. Ts suggested running the smartdelay diagnostic to also assess the atrio-ventricular delay and optimize as appropriate. The ts recommendations were implemented and the device accordingly reprogrammed. There were no adverse effects and the device remains implanted and in service.